Event description:
It was reported that a critical alarm occurred due to a motor stall and it was unknown if the stall recovered. A catheter issue also occurred, migration/dislodgement and occlusion. The location of the catheter issue was listed as catheter tip and distal segment. Filling/aspiration difficulties also occurred, specifically there was an aspiration issue; they could not aspirate through the ¿physician access port nor directly through the catheter¿. Diagnostic testing and troubleshooting consisted of checking the logs and ¿attempted catheter aspiration. Volume discrepancy.¿ it was also reported they ¿attempted to restart pump¿. Actions required as a result of the event included replacement of the pump and catheter. It was unknown if there were any patient symptoms or complications. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver morphine 20mg/ml. It was also reported ¿motor stall, office restarted and motor stalled again within 30min¿. On the return paperwork, it was noted that neither a rotor or dye study were performed. At implant/replacement, it was discovered that the hcp couldn¿t aspirate and that the catheter had dislodged and was no longer in the intrathecal space. It was reported there was no patient injury. It was further reported at the time the device manufacturer representative was notified regarding the event, on (B)(6) 2014, the patient¿s flow rate was programmed to minimum rate with a daily dose of 0.125mg. The patient had reportedly been experiencing breakthrough pain for a ¿couple months¿ prior to the motor stall. The patient heard an audible tone from the pump on (B)(6) 2014. They were see n in the office on (B)(6) 2014 where the motor stall was diagnosed. On (B)(6) 2014, the health care provider (hcp) attempted to unsuccessfully aspirate the catheter ¿through the clinician access port¿. The patient¿s pump was ¿restarted successfully however a second motor stall occurred during the visit¿. At that time, the hcp programmed the pump to minimum rate and gave oral therapy to bridge until the replacement could be completed. The patient experienced no withdrawal symptoms. The device manufacturer representative couldn¿t speak ¿to what the volume discrepancy was at prior refills¿ however at the time of the replacement; the erv (expected residual volume) was 8.3ml while the arv (actual residual volume) was 12mls. The hcp reportedly ¿theorized that due to a non-functioning catheter, the pump was unable to pump against the pressure created by the blocked catheter¿. It was reported the issue was considered resolved with the replacement of the device system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly. There was corrosion and/or wear and/or lubrication and a stall due to gear wheel 3. Analysis of the catheter found a dark residue occlusion in the dispensing holes related to the event.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.